Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned 1238-100 due to the damage to the device. Visual evaluation noted that the metal threaded casing is stripped/damaged. The most likely cause is attributed to misuse due to use error. Refer to the investigation photos.

Event description:
On 11/20/2023, it was reported by a sales representative via (B)(4) that a 1238-100 targeting module bolt was strippped/cross-threaded and wasn¿t able to be attached. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.